Event description:
Kits would not prime.

Manufacturer narrative:
Per service evaluation #(B)(4) - "two handpieces primed and functioned properly. Third handpiece was received with handpiece body cut off of tubing set. Handpiece cap was loose. Customer possibly removed cap and did not reinstall properly before priming." Date: 01/26/2013: complaint closed; as of this date, there are (B)(4) documented complaints, the complaint rate is (B)(4). Date: 02/04/2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot 19812093 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to dist. A review of lot history showed that there were a total of (B)(4) units that stopped working and (B)(4) units would not prime. A review of the console history was not performed because the console serial number was not reported with the complaint.